Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure of the superficial femoral artery (sfa). Reportedly, there was resistance advancing the thumb advancer and the clip of the starclose se device could not be deployed as the sheath of the device elongated. The sheath did not split completely and the clip of the starclose se remained on the distal end of the device. The starclose se device was removed from the patient anatomy with no resistance. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot # changed from 7021441 to 7021741. Visual and functional inspections were performed on the returned device. The reported difficult to deploy the thumb advancer, stretched sheath and clip deployed at the distal end of the device were confirmed. A conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.